Event description:
Our organization recently implemented the use of the b braun curlin pain smart pumps. We identified that the pumps were not infusing the correct amount of meds based off of the programming. The primary concern was regarding volume issues - the volume that the pump was programmed was not accurate based off of the remaining volume that was being left in the syringes. For example, the pump would state that the volume was complete -meaning that the syringe should be empty- however, there would be remaining volume left over -have noticed 14 mls of drug left-. B braun did meet with clinical staff to verify correct processes and use of the device was in place to rule out a user error. The concern was duplicated with b braun on site and b braun took the issue and escalated it within their organization to identify what could be attributing to the discrepancy. They identified that the particular syringe our organization was using, the bd 60cc syringe, was attributing the issue. When asked, b braun was able to identify 2 other organizations that have experienced this same issue in previous years utilizing the same syringe. Dose or amount: 50 ml total vol in a 60 cc, frequency: morphine sulfate bd 1 mg per ml, route: IV bolus. Event reappeared after reintroduction: yes.